Event description:
In the process of instilling a mini-bal introducer (part of the non-bronchoscopic bronchoalveolar lavage catheters), the introducer section of the inner catheter tore and disconnected from the site. The procedure was immediately terminated with no harm to the patient. The kimberly-clark representative stated other users have reported the same issue with the catheter. During the investigation, all catheters in stock were inspected and several other catheters were noted to be defective. Defects were associated with 2 lot numbers. Respiratory department and the company determined the catheters to be safe for use if each catheter is inspected prior to use and to report other defects. Within lots 392141 and 397901, 140 were removed immediately with 45 replaced and more are being shipped to replace the total number. The company feels this is an urgent matter and all appropriate people have been notified mobilized and are diligently working to resolve the matter.